Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). Device evaluation: per initial report sample will not be return therefore complaint could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) had folding issue, iol torn. It was stated that there was patient contact. There was also incision enlargement. It was learnt that the patient recovered post-op. The suspect product was discarded. No other information was provided.